Manufacturer narrative:
Implanted date: device was not implanted. One 8fr angioseal vip device was returned for evaluation. The device was returned with the hemostatic sheath and arteriotomy locator. Visual inspection of the carrier tube assembly revealed no defects. The arteriotomy locator was inserted into the hemostatic sheath. The arteriotomy locator was not properly mated with the hemostatic sheath. There was a red stain on the hemostatic sheath that appeared superficial. There was a 0.3790" slit in the hemostatic sheath propagating from the monofold in the sheath. The hemostatic sheath was then compressed. The crack propagated along the length of the hemostatic sheath in a straight line. A review of the device history record of the product code/lot# combination was conducted with no findings. Terumo is currently investigating the reported event to determine if it is manufacturing related.

Event description:
The user facility reported that prior to insertion of the angio-seal device, while the product was being opened at the table, there was a noticeable split in the sheath. The product was not used. Additional information was received on 4/26/18. During a percutaneous coronary intervention, prior to sheath insertion into patient, a split was noticed in sheath. Sheath was not used. A second angio-seal was used for successful hemostasis. Patient condition was reported to be satisfactory post angio-seal deployment with the second device. Percutaneous coronary intervention was sucsessful.